Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm epic supra valve was selected for implantation. During implantation, one of the valve cusps turned up when the device was threading. Water was applied to resolve the issue. After a short period, the non-coronary cusp turned up and did not recover. The device was removed from patient and replaced with another 21mm epic supra valve. Patient is reported to be recovered. No additional information provided.

Manufacturer narrative:
An event of explant due to non-coronary cusp turned-up was reported. A returned device assessment including functional testing could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.